Event description:
It was reported that the ¿metal thread¿ of a 6mm nim reinforced emg endotracheal tube was found ¿damaged¿ and ¿out of shape¿ preoperatively, prior to use on a (B)(6) female. The device was never used on the patient and was replaced with a new one to complete the surgery, with no impact or injury as a result of this event.

Manufacturer narrative:
(B)(4). In response to medtronic¿s request for device return, the device was returned to the manufacturer for evaluation and repair (detailed as follows): analysis found evidence of biological contamination [based on the reactivity with hydrogen peroxide] and the cuff was punctured by the anterior blue electrode, which protruded by nearly 1 cm. There was a substance that appeared to be blood and a dried residue consistent with lubrication and the condition of the tube is consistent with one that has been manipulated to a great degree by the customer, causing damage to the cuff through overextending the main tube body, exposing the electrode wire tip, and resulting in a perforated cuff. This device is used for therapeutic purposes.